Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead far field r-wave (ffrw) on the atrial channel. Does not appear to affect device function. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was evaluated in clinic. Evaluation revealed normal sensing, capture and lead impedance.